Event description:
The customer reported to olympus, when the scope was removed the single use distal cover detached from the tip and was caught. The reported issue occurred during an unknown procedure at the end of the examination. The customer indicated there was no patient/user harm or injury due to the event and no further intervention was required.

Manufacturer narrative:
At this time, it has been indicated to olympus by the customer that the actual product involved in this event was disposed and for this reason the single use item is not available for evaluation. The customer indicated that the facility would send back the remaining four boxes of this product for evaluation. Should additional information become available, or the evaluation is completed, a follow up report will be submitted. Related complaint (B)(6), evis lucera elite duodenovideoscope (tjf-q290v, unknown serial number). Single use item involved in this event was disposed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, correction to g2, and the device evaluation. Please see updates to d4, d9, g2, h3, h4, h6, h7 and h10. The subject device was not returned because it was disposed of at the facility, however, the customer returned an unused (maj-2315/lot: h2228) device to olympus for evaluation and there was no abnormality in its appearance. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Reconfirmation of complaint failure: since the actual product has not been returned, we performed a reproduction check using a representative device (maj-2315/lot: h2228) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. In addition, as a result of product standards test using a representative device (maj-2315/lot: h2228) against the resistance quality standard that "does not come off from the end of the scope during use", the device satisfies the product standard. Quality evaluation results using mass production prototypes at the development stage: during the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." Sampling inspection results at the parts manufacturer: the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications each time. Additionally, based on the results of the investigation the customer reported using anti-fog agents, so it¿s likely that chemical cracks due to anti-fog agents were the cause of detachment. -chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack, making it easy to remove the distal cover from the endoscope. -by pushing the distal cover at an angle when attaching it to the endoscope, the distal cover was damaged and easily detached from the endoscope. -the attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. The following is included in the instructions for use: -see caution column in 7.3 "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." " push the center on the top of the distal cover. Otherwise, it may cause the break of the portion on the distal cover such as the tear off line." -see warning column in 7.3 ¿detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 7.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.